Event description:
It was reported to nevro that a patient acquired an infection post implant. The implant date was (B)(6) 2015. The infection required debridement of the implant pocket. The system was explanted and the patient was treated with antibiotics.